Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, after a cardioversion due to atrial fibrillation, the cardiologist checked the battery and the pacing thresholds were correct. After two days. The patient came back because the pacing was not working anymore. The patient was put on isuprel. After checking the pacemaker, capture failure was observed. At the next follow-up, pacing was possible, but at high threshold of 4v at 0.35ms or 2.75v at 1ms). The lead impedances are constant.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly , after a cardioversion due to atrial fibrillation, the cardiologist checked the battery and the pacing thresholds were correct. After two days. The patient came back because the pacing was not working anymore. The patient was put on isuprel. After checking the pacemaker, capture failure was observed. At the next follow-up, pacing was possible, but at high threshold of 4v at 0.35ms or 2.75v at 1ms). The lead impedances are constant.